Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to continued pain following primary surgery approximately 1 month prior. Surgeon explanted the 36/+6 standard humeral cup and replaced it with a 36/+6 stability humeral cup.